Event description:
Customer reported via phone call to have received a motor error alarm while attempting to rewind. Customer mentioned of being hospitalized. Call was transferred to helpline.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.